Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Results in memory as follows: 163mg/dl, 45mg/dl, 48mg/dl, 60mg/dl. Caller states his glucose is normally 84-110mg/dl. No adverse event reported.